Manufacturer narrative:
Note: this regulatory report was previously submitted on 21-feb-2018 as regulatory report # 3006340236-2017-00027 ¿ 1 with "follow-up".. Per request, it is being resubmitted as an initial report. The product was returned for evaluation. It was determined that the failure of the threaded tip of the slap hammer was likely due to misuse by the user in bending and manipulating the threaded connection off axis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the threaded tip of the slap hammer broke off into the handle of the threaded inserter. The incident occurred during an alif l3-s1 procedure while removing the rasp from l4-5. The surgeon did not use the rasps any further. As an alternative, the physician used smooth dilators. There were no reported adverse effects or injury to the patient.